Manufacturer narrative:
The investigation is ongoing. The device is not returning.

Event description:
As reported, it was a case of a 26mm sapien 3 ultra valve. During device preparation, an unidentified liquid was found in the sterile pack of the esheath, in contact with the esheath. The liquid was wet. It was decided to use another esheath. The patient was in stable condition post procedure.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 component codes and investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided from the site and revealed the following: liquid was noted on the tubing of the card. During manufacturing, the device undergoes multiple 100% inspections. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was confirmed through evaluation of the provided imagery. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, ''during device preparation, an unidentified liquid was found in the sterile pack of the esheath, in contact with the esheath. The liquid was wet.'' Per review of follow-up questions, it was noted that the liquid was limited to the packaging tray/card. Per imagery review, liquid was noted on the tubing of the packaging card. As the device was not returned, ftir testing could not be performed on the liquid to confirm its composition. As insufficient information was provided, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.